Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months after implant of the leadless implantable pulse generator (ipg) the patient arrived at the hospital decompensated. The ipg was working correctly but one of the device tines is anchored to a part of the tricuspid valve causing tricuspid insufficiency. The physician is planning to explant the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg was explanted and replaced with a traditional dual chamber pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.